Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not allow energy discharge from the device paddles. The complainant indicated that there was no patient involvement in the reported malfunction.